Manufacturer narrative:
The rv lead was repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that five days post implant, this right ventricular (rv) defibrillation lead had dislodged causing a loss of capture and failure of sensitivity. The patient experienced malaise and syncope. It was noted that the physician believed the syncope occurred for other reasons due to the fact that other syncope episodes occurred when the pacemaker system was working as expected. The decision was made to reposition the lead. Rv lead remains in service. No additional adverse patient effects reported.